Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced erosion of the mesh following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006. It was reported that following insertion the patient experienced erosion of the mesh, pain, infection, urinary problems and dyspareunia following the procedure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair. It was reported that following insertion the patient experienced recurrence and neuromuscular problems. No additional information was...

Manufacturer narrative:
It was reported that patient underwent revision of tension-free vaginal tape on (B)(6) 2009 due to sui. It was reported that patient underwent placement of interstim on unknown date due to frequency. It was reported that patient underwent revision of interstim on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(4) 2006 and a mesh was implanted. It was reported that patient underwent an urethrolysis and removal of mesh due to slowing urinary stream and relative retention on (B)(6) 2014. It was reported that patient underwent autologous pubovaginal sling due to stress urinary incontinence and intrinsic sphincter deficiency on (B)(6) 2014. It was reported that patient underwent removal of peripheral leads as well as neurostimulation due to medical device malfunction on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with excision of a right pubic mass and anterior repair due to sui and right pelvic pubic mass. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems , dyspareunia , recurrence and neuromuscular problems and has undergone additional procedures. (B)(4).